Event description:
Hcp reported battery depletion and catheter disintegration. The device was explanted and returned to the MFR for analysis. Pt underwent implantation of another pump and catheter. A follow up report will be sent when additional info is received.